Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic with episodes of non-sustained, rv myopotential oversensing. Programming changes were recommended. Physician elected to continue to monitor the patient with no programming changes due to only having two episodes of oversensing. No further information available.